Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported when an asymptomatic patient presented for a follow-up, high out of range pacing lead impedance was observed. The pli has been historically high for the past year. A manual pli values were taken, and were out of range. The pli range was increased and the lead impedance data trend was cleared. The patient will continue to be monitored.